Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump alarmed while being used with a one-link non-dehp y-type microbore catheter extension set. This occurred during infusion. The reporter stated that the extension set was removed from the setup to correct the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.